Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional contact info: (B)(6). Due to character restrictions in block e1 event site name : (B)(6).

Event description:
It was reported during a schedule pm by getinge representative, the cardiosave intra-aortic balloon pump (iabp) found ground pin missing on the line cord.

Event description:
It was reported that during preventive maintenance performed by a getinge representative, the cardiosave intra-aortic balloon pump (iabp) had missing ground pin on the line cord. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer fse evaluated the unit for the reported malfunction. The fse replaced the ac power cord. The pm was completed to factory specifications. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received power reel ametek with a reported unit failure of the ground pin missing from the line cord. The failure analysis and testing dept. Performed a visual inspection and observed that the ground pin was missing. The fat dept. Verified the complaint of the ground pin missing from the line cord. Retaining the power reel in the fat dept. Per procedure. The most probable root cause is expected wear and tear. A getinge field service engineer fse evaluated the unit for the reported malfunction. The fse replaced the ac power cord. The pm was completed to factory specifications. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h4.